Event description:
Patient reported right side discharge, pain, and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold. A microscopic analysis was performed which identify crease sharp, stress mark, wear abrasion. Based on the device analysis the final assessment is: a crease sharp in the radius side assessed as fold flaw opening. Reason for reoperation: rupture.